Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. Format history file analysis did not confirmed pump error 53 alarm noted. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate. The customer stated that the insulin pump had a pump error which she was able to clear and also able to rewind the insulin pump. Customer stated that she didn't feel the vibrate. Customer stated that the insulin pump did not vibrate during the self test. No harm requiring medical intervention was reported. The insulin pump will be retuned for analysis.